Event description:
Reporter alleged discrepant back to back blood glucose test results of 234 mg/dl versus 128 mg/dl and 277 mg/dl versus 125 mg/dl when both comparisons were performed <5 minutes apart, on advantage system (strip lot 549080, and expiration date 06-30-07). Patient did not provide the location where the discrepant results were obtained. As a result, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The suspect product is comfort curve test strips.